Event description:
It was reported the device had a force sensor test. No patient injury reported.

Manufacturer narrative:
The device was received with both seals intact with no damage on top case. No damage on bottom case. Fluid ingression inside plunger head. The history report showed force sensor test. Device tested using the power up process, check and test force sensor. Force sensor test error was found at power up and unable to calibrate the force sensor. Plunger assembly was found with fluid ingression inside. The root cause was attributed to customer damaged. The tech replaced the whole plunger assembly, plunger cable and plunger tube. Performed power up process and all functional testing which passed. Remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4).